Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas, with blood glucose declining from near target after a meal to a nadir of 42¿46 mg/dl and remaining below range for approximately three hours; the user¿s spouse administered oral carbohydrates including chocolate, orange juice, and 12 grams of glucose tablets, and later a meal was advised without announcement to support recovery. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included at-home recovery with glucose rising into the 90s before trending to the upper 70s¿low 80s, with no medical intervention or hospitalization. Investigation included call-based troubleshooting, confirmation of capillary glucose via glucometer, and user education on treating lows and meal strategy. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the event assessed as hypoglycemia of unclear cause while using automated insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.